Event description:
It was reported the atrial lead demonstrated high threshold measurements with no capture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-52 lead implanted: (B)(6) 1995, explanted: (B)(6) 2014. (B)(4).